Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: quotation from the reporter: "ventilator failed while actively supporting pt. ¿ventilation suppressed¿ appeared in yellow box top left corner but no alarm sounded. No breaths were being delivered.¿ no harm to the patient was reported. Further inquiries have been sent to the customer to obtain additional details about the reported event. The investigation to verify the allegation is still in progress.